Manufacturer narrative:
B5: information added. H6 evaluation method code updated from device not returned to device discarded.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) was used intraprocedure. Baseline imaging demonstrated a pre-existing pe but multiple effusion checks performed during the procedure confirmed no change in size. Transseptal puncture was performed with versacross connect (vcc) and watchman trusteer access system (was). The ice catheter across the interatrial septum during the procedure due to septal anatomy, though no resistance was reported during catheter manipulation. A 24mm watchman flx pro closure device was implanted with complete seal and without intraprocedural complication. Approximately 30 minutes after the procedure, while in recovery, the patient became profoundly hypotensive and imaging revealed a pe. The suspected source of the pe per the physician was believed to be related to ice catheter manipulation while attempting to cross into the left atrium with the ice catheter, with a suspected perforation in the right atrium. Pericardiocentesis was performed. The patient is expected to fully recover. It was further reported the patient was discharged the following day post index procedure. The pe was suspected in the right atrium, and 150ml of fluid was removed during the pericardiocentesis.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) was used intraprocedure. Baseline imaging demonstrated a pre-existing pe but multiple effusion checks performed during the procedure confirmed no change in size. Transseptal puncture was performed with versacross connect (vcc) and watchman trusteer access system (was). The ice catheter across the interatrial septum during the procedure due to septal anatomy, though no resistance was reported during catheter manipulation. A 24mm watchman flx pro closure device was implanted with complete seal and without intraprocedural complication. Approximately 30 minutes after the procedure, while in recovery, the patient became profoundly hypotensive and imaging revealed a pe. The suspected source of the pe per the physician was believed to be related to ice catheter manipulation while attempting to cross into the left atrium with the ice catheter, with a suspected perforation in the right atrium. Pericardiocentesis was performed. The patient is expected to fully recover. It was further reported the patient was discharged the following day post index procedure. The pe was suspected in the right atrium, and 150ml of fluid was removed during the pericardiocentesis.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # (B)(4) batch # (B)(4). The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion and hypotension (additional device and imaging required). Risk review a risk review was completed and confirmed that the events of pericardial effusion and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) was used intraprocedure. Baseline imaging demonstrated a pre-existing pe but multiple effusion checks performed during the procedure confirmed no change in size. Transseptal puncture was performed with versacross connect (vcc) and watchman trusteer access system (was). The ice catheter across the interatrial septum during the procedure due to septal anatomy, though no resistance was reported during catheter manipulation. A 24mm watchman flx pro closure device was implanted with complete seal and without intraprocedural complication. Approximately 30 minutes after the procedure, while in recovery, the patient became profoundly hypotensive and imaging revealed a pe. The suspected source of the pe per the physician was believed to be related to ice catheter manipulation while attempting to cross into the left atrium with the ice catheter, with a suspected perforation in the right atrium. Pericardiocentesis was performed. The patient is expected to fully recover.